Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found it returned in to segments, some lead parts maybe missing. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode indicating conductors are intact on the segments of lead returned. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities other than induced damage from normal use/ induced damage.

Event description:
It was reported that this right atrial (ra) lead had dislodged. Subsequently, a revision procedure occurred. This ra lead was explanted and successfully replaced. No other additional adverse effects were reported.